Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were discovered with the iodine sponge separated from the cap. These issues were identified when opening the minicap pouch prior to therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 lot #/d4: expiration date (customer mistakenly reported the wrong lot initially), d10, h3, h4, h6. H10: five (5) actual samples were received for evaluation. A visual inspection performed with the naked eye identified the sponge was out of all caps. The reported issue was verified. The cause of the condition could not be determined; however the most probable root cause is related to excessive handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.